Manufacturer narrative:
Investigation into this event found that eci analyzer was operating as expected during the time of this event. Qc results are acceptable. Follow-up testing of the samples has been requested. The root cause of this event is unknown.

Event description:
A customer observed false negative hbsag results for multiple samples from a patient tested on the vitros eci analyzer. Other OEM methods yielded positive results for hbsag. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.